Event description:
Pt was revised to address infection.

Manufacturer narrative:
No prod was returned. Review of the device history records confirm the prod was properly sterilized prior to distribution. A search of the complaint database did not reveal any other reports against the mfg lot. The investigation could not verify or draw any conclusions about the root cause of the reported infection. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated.